Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a fading display issue. The issue began 3 days prior to the complaint and fading has occurred gradually since then. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2013 with the following findings:investigation revealed that the display screen was dim and discolored pink. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the complaint, evaluation revealed that the bolus button cover was visually inspected and found to be partially detached. The bolus button was unresponsive; removal of the bolus button cover revealed that the bolus button slug was missing.